Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
These records are being submitted following the completion of the necessary system updates to correctly reflect the manufacturer information. Configuration and validation documentation updates were required to enable submission of the manufacturer, ace surgical supply, along with the contact office information for biohorizons. At the time of the initial report, it was not communicated that the devices would be returned for processing. Once the product was returned, it necessitated the configuration updates and validation changes described above. These updates will support proper handling of future submissions. The records included in this submission reflect the originally reported devices provided to biohorizons.